Manufacturer narrative:
The device has not been returned for evaluation; an analysis is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was no signal from the patient module. Additional information has been requested.